Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that the lead safety switch had occurred but no out of range values were seen in the daily measurements. Also it was noted that the lead safety switch can not be cleared. Technical services discussed the troubleshooting and resetting the lead safety switch. A possible lead issue was also discussed. At this time, the system remains implanted. No adverse patient effects were reported.